Event description:
It was reported that the customer was trying to change the set for the first time. Customer already rewound but could not get the infusion set in. Customer's blood glucose level was 200 mg/dl. Troubleshooting was performed. Customer stated that it was hard to press down on, but he saw the insulin exit with the plunger push. Pump did not alarm no delivery. Customer was advised of a possible issue with the infusion set. Customer was advised to return the infusion set. Customer had a no delivery alarm twice on the first set. Customer got another set to try and the second set worked. Customer was able to get past the fill tubing and successfully get the set connected to the body. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.